Event description:
It was reported that, cadd-legacy plus pump alarmed, error code 1310. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "error code 1310." Functional testing found that the device displayed "error code 1310." The investigation did not identify the cause of the reported issue, but the real time clock battery was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, codes updated, product returned and will be evaluated. No patient involved.

Event description:
Additional information received: event did not occur on a patient. All other info in unknown.